Event description:
It was reported that an occlusion alarm occurred. The customer resolved the issue prior to the report with tandem technical support, therefore, a cause for the reported issue could not be determined. There was no reported adverse impact to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.